Manufacturer narrative:
Per -6089 - initial report additional information, including post and pre surgery x-rays, an update on the patient, if a company representative was present at the operation to confirm the breakage wasn't caused through forcing the im rod deeper into the patient's femoral canal during use, if the surgeon performed previous unity knee operations and the return of the broken device, has been requested in order to progress with the investigation of this event; and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing record identified and review. The device conformed to material and dimensional specification at the time of manufacture. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Unity im rod got stuck in the im canal and snapped off at the 15cm mark when the surgoen tried to remove it. The surgeon was unable to retrieve the fragment that remained inside the im canal.

Manufacturer narrative:
Per (B)(4) initial report. Additional information, including post and pre surgery x-rays, an update on the patient, if a company representative was present at the operation to confirm the breakage wasn't caused through forcing the im rod deeper into the patient's femoral canal during use, if the surgeon performed previous unity knee operations and the return of the broken device, has been requested in order to progress with the investigation of this event. Only partial information was provided. It was confirmed that no excessive force was used and that the surgeon had performed 45 unity tkr's to date. No x-rays were taken after the surgery. The reporter informed us that the surgeon was discussing options with the patient and would prefer to avoid any significantly invasive procedure. The appropriate device details have been provided and the relevant device manufacturing record identified and review. The device conformed to material and dimensional specification at the time of manufacture. The broken part of the device was returned to corin UK and reviewed. It was noticed that the device snapped at the 15cm undercut which is a potential weak spot if the device is bent or has a sideways force applied. Device wear and narrowing of the medullary canal in the mid-femur may have contributed to a bending affect or sideways force being applied to the tip of the im rod, resulting in the fracture of the device. Corin have conducted a biological assessment of this instrument. We cannot say that the part is biocompatible for implantation. There is an unknown biological safety risk if the device stays in the patient. This information was provided to the customer. Based on the above, the root cause of this event is considered unknown, and this case is now considered closed. Should any additional information be provided then the case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Unity im rod got stuck in the im canal and snapped off at the 15cm mark when the surgoen tried to remove it. The surgeon was unable to retrieve the fragment that remained inside the im canal.